Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during low anterior resection, the surgeon tried to squeeze the handle for the first step squeezing, but the handle was stiff and could not be squeezed. New reload was used and the surgeon could squeeze the handle, and the case was completed. There was no patient injury.